Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 40 mg/dl. The customer treated the hypoglycemia with food. The customer has not reported any symptoms related to hypoglycemia. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event and auto mode/smart guard feature was active at the time of the event. Troubleshooting was performed and the customer stated that the reservoir was showing less insulin than shown on the status. The customer will continue using the device and the insulin pump will not be returned for analysis.